Manufacturer narrative:
The facility reported observing residual liquid in the s40 capsule following completed processing cycles. The facility stated that when the cup was removed for disposal, employees contacted the system 1 plus aspirator tip, which resulted in minor skin irritation to the employee's hands and wrists. The facility's employees do not wear gloves or other ppe when disposing of the s40 capsules. The system 1 plus operator manual (1-3) states, "caution: appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures". In addition, the operator manual (7-12) states, "warning: always verify that the sterilant container is empty at the completion of the cycle if the sterilant container is not empty, then the load cannot be considered sterile". The customer could not confirm whether any equipment was reprocessed after the residual s40 was observed in the sterilant container or whether the ci's included in the liquid chemical sterilization cycles evidenced passing results. The steris technician inspected the facility's system 1 plus processors and did not identify any residual sterilant in the s40 container. The technician noted that the aspirator tips were yellowed, bent, and rough as opposed to a solid edge. The technician replaced one of the aspirator tips and informed the customer that a new aspirator tip was required for their additional unit(s). The system 1 plus operator manual states, "maintenance daily cleaning and checks: check aspirator assembly, replace aspirator assembly if any damage is noted". In addition, "warning: use of a blocked or damaged aspirator may result in ineffective sterilization". The facility's steris account manager and area clinical education specialist have been notified of the event. Steris has offered in-service training to the user facility to review and improve current user practices regarding the proper use of the system 1 plus processing system. The user facility accepted the offer and scheduled a date to complete the training. No further issues have been reported.

Event description:
The user facility reported observing residual s40 following liquid chemical sterilization cycles; resulting in employees obtaining minor chemical burns.